Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault. Furthermore there is no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised the customer to order a replacement mainboard and requested an RMA for the defective mainboard to be returned for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.